Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery of the left leg. The hi-torque (ht) command es guide wire was advanced without resistance and used together with a guiding catheter. The guide wire was noted to be frayed and the distal tip separated. The whole catheter was removed without resistance and was flushed on the tray to find the distal piece of the wire detached. There was nothing left in the patient. The wire was found to be stretched/uncoiled. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed as a core separation. The reported stretched coils were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.